Manufacturer narrative:
During the product preparation, the orbit complex fill coil ((B)(4)/ (B)(4)) detached from the system prematurely. A new product was opened and procedure completed successfully. A dcs syringe ii ((B)(4)/lot unk) was used, and prior to the event, no other coil was detached. After the event, the same syringe was used with other devices. Prior to connecting and during prep, the syringe or coil delivery system was not damaged, and there were no damages noticed during prep. During prep, the blue zone was not exceeded on either syringe, and a dedicated saline source was utilized to fill and prep the syringes. The products were connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. The connectors were checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. Prior to the event, the green zone was not used or exceeded. Other than the reported event, no damages were noted on the syringe or coil delivery system, or coil/delivery system, or introducer (unraveled, stretched, kink, bend, etc), and the coil is going to be return for analysis. There was no adverse event reported and the component will be return for analysis. No further information was available. Additional information will be submitted within 30 days of receipt.

Event description:
During the product preparation, the orbit complex fill coil (637cf0721/15338781) detached from the system prematurely. A new product was opened and procedure completed successfully. A dcs syringe was used, and prior to the event, no other coil was detached. There was no adverse event reported and the component will be return for analysis.

Manufacturer narrative:
During the product preparation, the orbit complex fill coil (637cf0721/ 15338781) detached from the system prematurely. A new product was opened and procedure completed successfully. A dcs syringe ii (635002/lot unk) was used, and prior to the event, no other coil was detached. After the event, the same syringe was used with other devices. Prior to connecting and during prep, the syringe or coil delivery system was not damaged, and there were no damages noticed during prep. During prep, the blue zone was not exceeded on either syringe, and a dedicated saline source was utilized to fill and prep the syringes. The products were connected properly to the hub of the coil delivery system, and no leakage was noted at any section of the syringes (connector, extension tubing, barrel, gauge, etc) or delivery system. The connectors were checked for proper seating/fitting on the delivery system hub, and nothing was wrong at the connection. Prior to the event, the green zone was not used or exceeded. Other than the reported event, no damages were noted on the syringe or coil delivery system, or coil/delivery system, or introducer (unraveled, stretched, kink, bend, etc), and the coil is going to be return for analysis. There was no adverse event reported and the component will be return for analysis. No further information was available. A non-sterile orbit complex fill 7x21 was received coiled inside of the pouch along with the dispenser. The hypotube was inspected and kinks were found on it. The introducer was returned unzipped and in good condition. The support coil and gripper were outside of the introducer and in good condition; the headpiece was still attached to the gripper; however, the embolic coil was separated and was not returned for analysis. Some waves were found on the product but apparently can occur during the handling of the unit when this was returned for evaluation. The gripper and headpiece were inspected under microscope; they were confirmed to be in good condition. The headpiece was still attached to the gripper, and the soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The damages found on the unit may have occurred during shipping, since it was reported that no other damages were noted on the device. The reported failure premature detachment was not confirmed since the headpiece was still attached to the gripper, and the soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The cause of the kinks on hypotube could not be conclusive determined. Neither the analysis nor the DHR suggest that these damages could be related to the manufacturing process. Based on the information and analysis, no conclusion can be made regarding the event. Additionally inspections are in place that prevents these kinds of damages from leaving the facility; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15338781 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt